Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) (B)(4), alleging that her onetouch select simple meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the meter issue began approximately a month prior to her contacting lfs, alleging that she obtained an inaccurate high blood glucose result of ¿9.9 mmol/l¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that she manages her diabetes with insulin (self-adjuster) and in response to the alleged issue, she administered her normal dose of medication, 18 units of lantus insulin. The patient stated that 40 minutes after the issue began, she developed symptoms of ¿tremor, numbness in the hands, fast heart rate and itchiness¿. In response to the alleged symptoms, she carried out another test on the subject meter and obtained a result of around ¿2 mmol/l¿. The patient stated she ate some sugar, but it did not help the symptoms, so she called the emergency services. The ambulance arrived at approximately 23.00 hours, and a result of ¿2.0 mmol/l¿ was obtained on their meter. The patient stated that she was treated by the paramedics with a glucose injection. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and that the patient did not have any test strips to carry out troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse, whilst using the product. There is insufficient information to rule out the contribution of the subject meter to the event.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.